Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2013 as part of an investigator sponsored trial "prospective study evaluating the bronchial thermoplasty on the patients with asthma." According to the complainant, following the first bronchial thermoplasty procedure the patient experienced exacerbated asthma with symptoms of coughing and wheezing. On (B)(6) 2013, a pulmonary x-ray was performed and found that the patient had partial atelectasis of the right upper lobe. The patient was hospitalized from (B)(6) 2013. It is unknown if any additional medical intervention was required to treat the atelectasis. According to the complainant, the event was resolved without complications as of (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) - atelectasis. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.